Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested, and the alarm log review was performed. The alarm log review and power on self-test did not find any evidence that would indicate the reported issue. Visual inspection identified a damaged safety clamp. The cause was determined to be due a damaged safety slide clamp assembly. To address this condition, the safety slide clamp assembly was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged safety clamp. No additional information is available.